Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 14feb2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
Case ID: (B)(4). Case status: open. Summary: msiii alarm. Case notes: problem description (B)(6). Customer called due to experiencing the "air in line" alarm on a msiii infusion pump. Recommended the customer either just replace the air sensor for that channel or if trouble shooting to swap sensors to determine if the fault follows. No patient involvement. Sn: (B)(4).

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 14feb2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).